Event description:
Reporter alleged the customer obtained a discrepant blood glucose value of 135 mg/dl back to back with a result of 325 mg/dl when testing was performed within 10 minutes on the advantage sys. Reporter stated that at a different time another comparative test of hi (greater than 600 mg/dl) was performed back to back with results of 597 mg/dl and 225 mg/dl within 10 minutes on the same sys. Reporter indicated she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. Reporter stated that she gave her half of her 0.25 mg tab of amaryl and one 30 mg tab of actos. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.